Event description:
It was reported to manufacturer in an e-mail received from a nurse at a hospital that a vns patient was hospitalized and put on rescue medications due to seizure clusters. The patient's mother had contacted the nurse inquiring about the magnet usage and how long the could swipe the magnet. The mother indicated that they had been swiping the magnet for four consecutive hours and stopped usage at that point. Good faith attempts to obtain additional information, including the patient's identifying information, have been made, but have been unsuccessful to date.